Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the armada 35 ruptured with the first inflation below the rated burst pressure in the anatomy. The armada 35 remained intact and nothing was left in the patient anatomy. After the armada 35 was removed from the anatomy, the physician tested the device and found a pinhole on the balloon. Another armada was used to complete the procedure without further incident. There was no clinically significant delay in procedure. No additional information was provided.